Event description:
It was reported that stent damage occurred. After pre-dilatation was performed, a 4.00 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion. However, resistance was encountered and the distal side of the stent strut was lifted. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).